Manufacturer narrative:
The event occurred on an unspecified date of 2024. Initial reporter phone no.: (B)(6) internal ext - (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) large volume folfusors had deflated by a small amount. This was observed during patient infusion via a peripherally inserted central catheter (PICC) line. A non-baxter connector was used at the end of the PICC line. The devices contained 18g piperacillin/tazobactam and citrate buffer in 230ml sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B5: additional information was received which stated that there was a kink in the PICC line which was stopping the infusion from running. H4: the lot was manufactured between october 12, 2023 and october 16, 2023. H11: the actual devices were not available; however, two photographs of the sample were provided for evaluation. Visual inspection of the photograph observed fluid inside the bladder which suggested possible underinfusion. The reported condition was verified. The cause of the condition could not be determined; however, the reporter provided information that there was a kink in the peripherally inserted central catheter (PICC) line which stopped the infusion from running. This suggested the reported problem may be a user error. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.